Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The severely calcified lesion was located in the coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at fourth inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed without any problem using the normal method and procedure was completed with another of the same device. No patient complications and the patient was good post procedure.